Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, a flickering image was experienced. A delay in the procedure of approximately one (1) minute occurred as a competitor's device was obtained. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by verathon technical services. The reported flickering image failure was confirmed. The baton was connected to a test monitor and the monitor was powered on. The baton produced a flickering image when the baton was manipulated. There are no repairs available for the baton. The customer's baton was replaced and the returned baton was scrapped.